Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or communicate to sensor simulator to verify week signal alarm due to the failed battery test alarm.

Event description:
Information received by medtronic indicated that the sensor was not able to calibrate. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.